Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged) and the dovetail feature is compressed. Both tasps have fractured and all the pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue was due to the surgeon used osteotome to lever the tasp and fractured the tasp. Per surgical technique, it notes to apply gentle manual pressure without impacting the tasp construct. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle and IFU, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Tasps broke when levered with osteotome. There is no additional information.